Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed the sheath shaft is curved, liner is fully expanded as designed, distal tip is open, torn and stretched along the proximal portion of the tip axial score line and radially (along the distal edge of the liner) with stretching, tip axial score lines are present on inner diameter and outer diameter, and slant and radial score lines are present. In addition, imaging was provided and revealed hdpe stretching along axial tip opening and a damaged soft tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath and distal tip torn were confirmed based on the evaluation of the returned device. While a definitive root cause was unable to be determined, previous investigation documented in a CAPA indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per product evaluation, the sheath shaft was curved, suggesting presence of tortuosity in the access vessel. It is possible that patient factors (tortuosity) may have contributed to the event. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance and tearing the tip during advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective action and preventive action (CAPA ) capture process improvement activities regarding tip expansion which were identified during previous investigation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native position, there was increased resistance at the tip of the esheath+ while advancing the valve. The operating team pushed the system harder then heard a pop-like sound. Upon removal from the patient, the distal tip of the esheath+ was observed as torn, but the esheath+ itself was confirmed as intact. Per report, there was no harm to the patient, and the valve was successfully implanted.